Event description:
It was reported that the patient underwent an anterior lumbar interbody fusion procedure at l5 to s1 using rhbmp-2/acs on (B)(6) 2005. Patient's post-operative period has been marked by severe pain and weakness in his lower back and lower extremities. Patient is unable to sit or stand for long periods. He has trouble getting in and out of his car as well as bending. He continues to have intense back pain as well as pain, numbness, and tingling sensation in his feet and legs. He uses a cane for mobility.

Event description:
It was reported that on: (B)(6) 2005: patient underwent MRI of lumbar spine. On (B)(6) 2005: patient presented for an office visit. On (B)(6) 2005: patient got admitted and was diagnosed pre-operatively with severe degenerative disk disease, l5-s1, intractable despite all conservative measure. Patient underwent l5-s1 anterior lumbar interbody fusion (alif) surgery. Per op notes: "...on the right side, a 16 x 26 mm cage was placed. The circumferential plug was removed and a 16x26 mm cage was placed on the left side. Rhbmp-2/acs which had been previously mixed with two sponges was placed in each cage and one sponge laterally." On (B)(6) 2005: patient was discharged from the hospital. On (B)(6) 2005: patient presented for an office visit. On (B)(6) 2007: patient underwent MRI of lumbar spine. On (B)(6) 2007: patient presented for pain management visit. On (B)(6) 2008: patient presented for an office visit. On (B)(6) 2010: patient presented for an office visit. On (B)(6) 2010: patient presented for pain management visit. On (B)(6) 2010: patient presented for an office visit. On (B)(6) 2010: patient called about review of his MRI scan. He had a bulged disc, that is fair sized at l4-5 with some foraminal narrowing. On (B)(6) 2010: patient presented for an office visit. Impression: right l4 and l5 radiculopathy. L3-4 left lateral disc bulge. Lumbar postlaminectomy syndrome. Lumbar paraspinous muscle spasms and myofascial pain. On (B)(6) /2010: patient's CT myelogram of his lumbar spine was reviewed. At the l4-5 on the left, there is an area of abnormality which looks like disc and could compress the root. On (B)(6) 2010: patient presented for an office visit and underwent certain forms of injection therapy.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.